Event description:
It was reported that the user performed platelet poor plasma when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes resulting in too high readings. Upon retesting the elevated readings continued to occur. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following information has been updated: d.9. Device available for eval? Yes d.9. Returned to manufacturer on: 05-feb-2024. H.6. Investigation summary: bd received forty (40) samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for poor plasma with the incident lot was not observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to poor plasma as all samples met specifications. Complaints for sample quality are under statistical control for the month of (B)(6) 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor plasma. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that the user performed platelet poor plasma when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes resulting in too high readings. Upon retesting the elevated readings continued to occur. No health impact or consequence reported.